Manufacturer narrative:
The manufacturer previously reported information related to an everflo oxygen concentrator. The device was returned to a third party service center. The device was evaluated by a service technician and determined to have a damaged power cord. There is no allegation of serious injury, patient harm, or medical intervention. This allegation has been determined not reportable at this time.

Event description:
The manufacturer received information related to an everflo oxygen concentrator. The device was returned to a third party service center. The device was evaluated by a service technician and determined to have a damaged power cord. There is no allegation of serious injury, patient harm, or medical intervention.

Manufacturer narrative:
H3 other text : device serviced by third party service center.